Event description:
Sorin group (B)(4) received a report that the pump stopped and displayed an error message during routine maintenance. After clearing the error, the pump ran for a while before displaying another error message. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system with mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin (B)(4). Sorin group (B)(4) received a report that the pump stopped and displayed an error message during routine maintenance. After clearing the error, the pump ran for a while before displaying another error message. There was no patient involvement. Sorin group (B)(4) has requested that the device be returned for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.